Event description:
It was further reported that the cause of the event was unknown. The patient did not require hospitalization due to the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and just before (B)(6) 2013, she lost stimulation for her lower back. It was noted that despite programming she couldn¿t get the stimulation that she wanted. It was reported that the healthcare provider ordered a CT scan to diagnose lead movement that the time. The patient had surgery in (B)(6) 2013 so the ¿leads could be bundled together so it wouldn¿t move.¿ it was reported that the healthcare provider instead ¿took out three leads and left only one¿ or ¿implanted only one lead wire.¿ it was unclear which of these was done. It was noted that as a result the patient¿s feet got numb and tingly, her knee ¿felt like jelly,¿ her balance was not working anymore and she would fall often. It was reported that the patient had nerve pain around her ¿muffin top¿ and it constantly hurt near her belly button. The patient saw her doctor the week of the report and was scheduled to see him again on 2014 (B)(6). It was noted that the patient wanted to reach a manufacturer representative for programming. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).